Event description:
On 05/18/2009, the lay-user/reporter contacting lifescan alleging that a one touch select meter was powering off during use and showing the main menu instead of the "apply sample" message. The patient tests her blood glucose 3-4 times a day. She takes a set dose 23 units novolog insulin once a day regardless of her meter readings. She also takes sliding-scale lantus insulin twice a day based on her meter readings. According to the reporter, the alleged "unit powers off during use" issue started on an unspecified date/time the month prior. Before the alleged power issue had started, the patient had been using the meter without any problems for about 6 months. As a result of the alleged power issue, the patient was unable to test her blood glucose. After the meter issue began, the patient started taking a minimum dose of 4 units lantus insulin twice a day since she did not know what her blood glucose levels were. About 2 weeks after being unable to test, the reporter claimed that the patient developed symptoms of thirst and tiredness. The patient administered self-care when she was symptomatic by drinking more fluids. She did not modify her diet as a result of the meter issue. During the time of concern, the patient reportedly received a new prescription of test strips for her one touch select meter. According to the reporter, the patient was prescribed one touch ultra test strips for her one touch select meter. After trying to test with the one touch ultra test strips, the reporter claimed that the only way they could get the meter to turn on was by pressing a button before inserting a test strip. The reporter claimed that the meter just started showing the main menu instead of the "apply sample" message. The one touch customer advocate (otca) informed the reporter that the patient was not using correct test strips with the one touch select meter. The otca also instructed the reporter on the proper procedure for turning the meter on prior to testing. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury two weeks after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.